Event description:
It was reported that catheter fracture occurred inside the patient. The 40% straight stenosed target lesion was located in the generally calcified deep vein of lest lower limb. An angiojet solent omni was selected for the thrombectomy procedure. After priming, spraying, and pumping for about 50 seconds, the system prompted an alarm and stopped pumping. The catheter was removed, and a fracture was observed. The catheter was replaced, and the procedure was completed with another of the same device. No complications were reported, and the patient condition following procedure was stable.